Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. We have received 91 closed samples for analysis. Tightness test to the samples received has been performed and the units are tight. When opening the packages, we have found 5 units of the 91 with the needle already detached from the thread. We have checked these five units and the thread seems that was escaped from the needle, probably caused by a too low strength applied in the manufacturing process to attach the thread to the needle. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with monosyn suture. The client reported that the needle is detached from the thread when opening the package. The event occurred prior to use, and comes from a veterinary user.